Event description:
A purchasing coordinator reported two patients who had intraocular lenses (iol) exchanged due to mechanical failure. In a follow up, it was reported that this was the second lens exchange for this patient. Following her first lens exchange, the patient reported seeing concentric circles which caused hazy vision and shadowing. She reported a constant film over her vision. This lens was exchanged for the same model, different diopter lens. Posterior capsule opacification had been noted and treated with an yag capsulotomy prior to the exchange procedure. The event resolved following the exchange procedure. There are two medical device reports associated with this event. This report is for the second patient. The first lens exchange was reported under manufacturer # 1119421-2011-00766.

Manufacturer narrative:
Evaluation summary: the product was returned for evaluation. Only half of the lens was returned. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for "mechanical failure" could not be determined. Damage was observed. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested on 10/19/2011 by fax and mail. A completed questionnaire was received on 11/03/2011. (B)(4).